Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2012. The patient's knee became infected. Additionally, the patient has gained 20-30 pounds since the original procedure, and wants to be revised to a total knee replacement.

Manufacturer narrative:
The surgeon concluded, upon examining the joint during the revision procedure, that the patient had experienced a nickel allergy. Restoris mck femoral components are manufactured with up to 0.5% nickel and are therefore not a recommended material for patients with metal sensitivity. Symptoms for patients with orthopedic implants who may have a metal sensitivity are not well defined. The patient may experience pain around the component, or skin irritations around the area. Some studies have reported cases of implant loosening and/or osteolysis caused from metal sensitivity. A product bulletin was released by mako in 2010 to educate the sales team about nickel allergies and metal sensitivities, and sensitivity reactions are a documented potential adverse effect in the product literature. There is no evidence that the surgeon was aware of the patient's allergy prior to the surgery. The initial case was completed successfully; it was due to the nickel allergy that the revision occurred.